Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that before a tonsil surgery, an evac coblator ii sparked. There was a back-up device available. No patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid lines. Electrodes have been used. Product was out of the original packaging. No packaging returned. A functional evaluation showed the device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.